Event description:
It was reported that the patient presented to the hospital with increasing drainage coming out from the device pocket site. The cardiac resynchronization therapy pacemaker (crt-p), right atrial lead, right ventricular lead and the left ventricular lead were explanted and replaced with a leadless pacemaker on (B)(6) 2026 due to infection. No patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The device was returned, and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device. Further information was requested but not received.